Event description:
Pt was admitted to the hosp with high blood glucose levels. She complained of not being able to maintain her blood glucose level and anytime she requested a bolus to lower the blood glucose level, the pump went into an '04', occlusion alarm. She had not changed her infusion set in four days, had never changed her piston rod in 2 years and had been getting'04' occlusion alarms for the past two days.